Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was experiencing intermittent type ii heart block at higher tracking rates, and the patient did not like the feeling. The device remains in use. No patient complications have been reported as a result of this event.